Event description:
Two weeks post implant, the implantable neurostimulator (ins) started shutting off randomly several times a day. The stimulation was good when the ins was on. The pt reported the shutting off was a gradual tapering off of the stimulation and he noticed a gradual return of parkinson's disease (pd) symptoms on the left side of his body. He would confirm the ins was off with his pt programmer, and then turned it back on. There was no notable events or movements that were tied to the ins shutting off. The pt was at his home and his status was reported to be good. A f/u report will be sent when add'l info becomes available.